Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s programmer had not been working properly since 2016 (last summer). It was noted the patient moved in (B)(6) 2016 and got sciatica after their move and had spinal surgery in 2016. The patient had symptom return since (B)(6) 2016. Additional information was received. It was reported that the patient received a replacement programmer. The patient had a poor communication screen on the patient programmer. The patient was not recently implanted. The patient attempted to sync with and without the antenna and directly over the ins on skin, which did not resolve the issue. It was recommended that the patient contact a doctor to have their ins battery tested. The patient does not have a managing hcp where they currently live but would be returning to (B)(6) on (B)(6) for a month and would contact a doctor there to see if the ins could be interrogated before returning. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s ins stopped working. It was noted the patient went to a chiropractor for sciatic pain and to reposition them for their pain. It was reported the patient was not sure if damage was done to the ins due to this. It was noted the patient had 26-30 treatments done and they were not feeling any stimulation and their bladder was behaving like it was prior to when the therapy was implanted. The patient tried changing batteries but that did not resolve the issue. It was noted the device had not been checked to confirm what the status of the ins was.